Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since the occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the central processing unit (cpu) printed circuit board assembly (pcba) board was replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the cpu printed circuit board assembly (pcba) into a pi ventilator to duplicate the reported issue. The tech verified that the alarm error code e1104 shows multiple times in the log. 1104,09:50.50am,11-22-2023,postbackupaudiblefailedeither the occurrence nor the error code e1104 could be duplicated at the product investigation lab during the boot up of the cpu pca or standard test bed operation using the cpu pca. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing, and all voltages required for the proper operation of the system are well within spec. Ls1 resistance has been measured showing a solid 392k ohms, verifying that ls1 is not shorted or open tech verified that ls1 (secondary speaker) functions with as expected with 10vdc applied with the bk precision 1696 dc regulated power supply. Tech purposely generated an alarm condition by the temp disconnect of the pprox tube from the pprox port of the stb. The tech verified the alarm for pprox was generated as expected. Customer complaint has resulted in a no problem found.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that while testing the device in their me room, it was observed that there was an error code 1104 backup alarm failed message; the device continued operating. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.